Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a loose contact on the plug. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, noise occurs, no image is displayed, and water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation it is likely damage on cable unit led to the malfunction. It was determined the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a loose contact on the plug. There were no reports of patient harm.